Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the set leaked during the procedure. The set was replaced with no injury to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to a defect in a vendor supplied component. A review of the device history record and complaint database could not be performed since a lot number was not provided.